Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) for two patients. Of the data provided, only the results for one patient were discrepant. At 3:44 pm, the result from the meter was 3.9 inr. At 4:05 pm, the result from a laboratory using dade innovin reagent was 2.9 inr. There was no allegation of an adverse event. The patient had no anemia, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. There was no bleeding or bruising and no changes in diet or medications. The therapeutic range was 2.5-3.5 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 286324) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer¿s strips were returned for investigation. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0 %. No information was provided in the complaint case that would point to a cause for the result discrepancy.